Event description:
"The physician noticed a black, flaky substance floating in the saline bowl that he uses to flush the orion catheter. It was roughly the third time that the ep had removed the catheter from the body and flushed in the saline bowl. After flushing in the bowl, he noticed two black substances floating in the bow. After careful removal of the black substance, he removed the insertion tool off the orion catheter only to notice another black particle at the insertion site of the insertion tool. All of these particles were collected and are on a cloth inside the umd bag w/the orion catheter. These particles need to be examined to determine if it is manmade or blood. For this case, we were using the boston scientific zurpaz steerable sheath noted above. It is unclear whether it was the zurpaz sheath or the orion catheter that was the culprit. Both items are being returned for review. We finished the case using the same products w/out any further complications."